Manufacturer narrative:
(B)(4).

Event description:
Procedure: lavh. According to the reporter: half of the needle broke off from the endostitch device and was left inside the pt. They were able to reuse the endostitch device with a new needle to complete the case. They were also able to find the broken needle inside the pt, which took 2 hours and required the use of an xray. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.